Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "replace battery" error message even when fully charged batteries were placed was confirmed during the archive data review and the functional testing. According to the archive, the autopulse platform displayed user advisory (ua) 04 (battery charge state too low) multiple times and prompted a battery replacement. The root cause of the reported complaint was a failed processor board, likely attributed to the failed component. During the archive review, several ua04 messages were found, confirming the reported complaint. The autopulse platform failed functional testing due to the ua04 error message, confirming the customer's reported complaint. The failed processor board was replaced to remedy the issue. The platform was further subjected to a run-in test using the lrtf (large resuscitation test fixture), and the test passed without issue. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6). B3, the date of the event is unknown.

Event description:
As reported, the autopulse platform (sn (B)(6)) displays a "replace battery" error message even when fully charged batteries were placed. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.